Event description:
It was reported that the patient presented for an unrelated procedure. Upon review, it was noted that the ventricular leadless pacemaker (lp) exhibited intermittent loss of capture and high capture threshold. The lp was reprogrammed and was then repositioned on (B)(6) 2026. The patient was in stable condition.